Event description:
It was reported that the atrial lead exhibited noise since 2012. The lead was explanted and replaced on (B)(6) 2015. The patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.